Event description:
The tibial insert would not snap into the baseplate. There was no adverse consequence for the pt.

Manufacturer narrative:
Summary of evaluation: evaluation results indicate the event is associated with intraoperative procedures.